Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, high ventricular lead impedance (over 3000 ohm) was observed. The ventricular lead measurement curve showed an abrupt increase around (B)(6), then toggling down and up again to 3000 ohm, which correlates with recorded noise oversensing episode. It was noted that x-ray photo did not show any abnormal behavior. During the re-intervention performed on (B)(6) 2012, the lead could be removed from the pacemaker port without unscrewing the setscrew. And the lead was re-connected to the device.